Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 11f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first prostyle was deployed successfully. A second and third prostyle had a suture break noticed with plunger removal. The suture of a new prostyle device was successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, additional information was received: reportedly, the first prostyle was deployed successfully. One other prostyle had a suture break noticed with plunger removal. The suture of a new prostyle device was successfully pre-placed. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device and the reported suture detachment was observed as a link detachment. A needle to cuff miss was also observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 11f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first prostyle was deployed successfully. A second and third prostyle had a suture break noticed with plunger removal. The suture of a new prostyle device was successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.